Manufacturer narrative:
Rather than the product being returned, a field service engineer was sent to the site to evaluate the system. They found that the internal pump failed during the operation, the cassette vacuum check has failed, and balanced salt solutions residuals were found inside the compressor and the pump, also water drops were found on the filter and on the tube. The pump was replaced. The most probable root cause is a component issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The device history record was reviewed and found to meet specifications at the time of manufacture. The investigation is underway.

Event description:
A user facility in jordan reported that the internal pump stopped which led to failure of device during surgery. An ambulance transferred the patient to another hospital with a functioning device to complete the operation. Per the doctor, the patient did not suffer any complication from the transfer and delay.

Manufacturer narrative:
The product was not returned for evaluation. The root cause is unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. If the product is returned, the investigation will be reopened. The investigation is complete.